Event description:
As reported via legal documentation, approximately 48 months after bilateral total knee replacements, the patient underwent bilateral arthroscopy procedures to address synovitis and scar tissue. An arthroscopy operative report was provided, in which, it was noted that a debridement and removal of scar tissue and a partial synovectomy was performed around the patella and the gutters. During the arthroscopy, current spacer was removed, and new spacer was implanted. It was noted as stable, and that there was no complication. No additional information is available.

Manufacturer narrative:
D10: (B)(6) logic tibia implant psc insert, sz 2, 9mm. (B)(6) 02-010-01-0220 - logic femoral ps cem left sz 2. (B)(6) 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. (B)(6) 200-02-26 - three peg patella 26mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.